Event description:
It was reported that during a phacoemulsification surgery, a detachment of the second haptic of the preloaded intraocular lens (iol) was observed. Following the incident, the lens was removed, and a 3-piece sensar lens with the same diopter was implanted instead. It was confirmed that the occurrence did not cause harm to the patient. Through follow-up, we learned that the incision was enlarged to remove the original iol. The patient is well after the procedure. No additional surgical or medical interventions were performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Section d9 - date returned to manufacturer: september 10, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. Ophthalmic viscosurgical device (ovd) was found inside the cartridge and the lens module, indicating that an excessive amount of ovd may have been used. No damage to the cartridge, lens module, handpiece, or plunger rod was observed. One detached haptic was received. No lens was received. No further evaluation was performed. The complaint issue "haptic detached" was not identified during product evaluation as no lens was received for evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.